Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 202mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. The customer called back and stated that she passed out the day before due to high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump passed displacement test and error test. Unable to perform occlusion test, prime test and excessive no delivery due to alarm.